Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The doctor performed a revision of the left knee. He took out ts #4 11mm polyethylene, replaced it and I&d of knee. The reason for the revision is unknown.